Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6) (B)(6) g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket wires of the 'ngage nitinol stone extractor' were discovered to be deformed during a cystoscopy and soft ureteroscopy procedure. The deformation of the basket wires affected the basket being able to capture the stones, and no stones were captured with the device. The device was not tested prior to use. Another same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, the basket wires of the 'ngage nitinol stone extractor' were discovered to be deformed during a cystoscopy and soft ureteroscopy procedure. The deformation of the basket wires affected the basket being able to capture the stones, and no stones were captured with the device. The device was not tested prior to use. Another same device was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device, which was returned in its shipping tray. The returned device was found to have significant damage to the basket. Visual exam notes basket formation is asymmetrical, and the basket has a smashed appearance. The clear tubing on the basket wires is accordion and peeling off of the wires. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR which recorded no relevant nonconformances related to this incident. A lot history search found 5 complaints had been reported for this lot. The devices for the other 4 complaints had been returned and investigated. The complaint devices did not have the same failure as this complaint and were determined not be related. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU [t_shef_rev1] supplied with the device did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. The provided information stated the issue occurred during use of the device. It is possible that procedural factors caused or contributed to the damage, but no information related to procedural factors was known. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.